Manufacturer narrative:
Analysis found high battery resistance. Interrogation of the pump determined it was used to infuse hydromorphone 20.0mg/ml at 5.992 mg/day, and bupivacaine 15.0 mg/ml at 4.494 mg/day. Result code and conclusion code no longer apply. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving hydromorphone (unknown concentration) at 7.455 mg/day and bupivacaine (unknown concentration) at 5.911 mg/day via an implantable pump for spinal pain. The patient was achy and in pain and tried to use the personal therapy manager (ptm) on (B)(6) 2016, but did not get the normal screen on the ptm. The ptm was showing an alarm code of 8474 (indicating that a pump reset occurred) and old dates from 10 years before the patient got the pump. The patient had a hard time focusing and answering questions. He was going to the hospital.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), product type: catheter. Product ID 8578, serial# (B)(4), product type: catheter. Product ID 8835, serial# (B)(4), product type: programmer, patient. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative. It was reported that the patient had the pump replaced on (B)(6) 2016 after the patient reported that on 2016-oct-04 they received an error code 8474 on the ptm. It was noted that when the pump was interrogated a low battery motor stall had occurred. It was reported that the patient experienced a sudden loss of therapy resulting in withdrawal. It was stated that the patient recovered without sequela.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.